Event description:
Upon receipt of additional information, it was determined that this report is a duplicate of {0001822565-2025-04149}. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this report is a duplicate of {0001822565-2025-04149}. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ provisional. The customer has indicated product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument tap(s) were returned disassembled on a worn instrument claim form and that not all pieces were returned. Attempts to obtain additional information have been made; however, no more is available.